Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: formation of stoma. Event description: mr found a small piece of green colored plastic in the pelvic region of the abdominal cavity, once the case was finished they were able to see that it had broken of the bottom of one of the cff33 trocars. One of the instruments being used through the trocar was laproscopic suction for blunt dissection patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a green fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The green fragment was identified to be a portion of the missing cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to an object or instrument coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: formation of stoma event description: mr [name - redacted] found a small piece of green colored plastic in the pelvic region of the abdominal cavity, once the case was finished they were able to see that it had broken of the bottom of one of the cff33 trocars. One of the instruments being used through the trocar was laproscopic suction for blunt dissection patient status: no patient injury.